Event description:
It was reported that t1 and t2 deployed simultaneously during a meniscal repair procedure. A backup device of the same model was used to complete the procedure. No injuries or complications were noted as a result.

Manufacturer narrative:
One ultra fast-fix curved device 72201491 received. The device is used. T2 with a tiny portion of suture attached has been returned. It is separated from the delivery needle. The blue split cannula is attached. The white depth/penetration limiter is attached. Visual inspection shows that the delivery needle is twisted at the distal tip. IFU warnings states ¿do not bend delivery needle.¿ twist or bend can interfere with advancement and removal of t¿s. Early delivery of t2may have been an inadvertent action. This device requires manual advancement for each "t". There would be no "simultaneous deployment" as there is only a manual push lever for delivery on this device. A DHR review was performed by querying the ncmr database for historical data. This search identified zero ncmr¿s for this product number and lot. Complaint history search revealed zero additional complaints for this production lot. There is no manufacturing cause related to support this complaint. Simultaneous deployment cannot be confirmed. No further investigation warranted.